Event description:
It was reported that the pt's physician was unable to advance the lead into the channel, at the time of device implantation. An attempt was made to back out the screw, but it was still not possible to fully seat the lead. The device was removed and replaced, without further difficulty noted. The pt's status after the device was removed was noted as "pending." No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). The ins and wrench have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.